Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) and right atrial (ra) leads. There was als no capture on the ra lead. The device was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event.